Manufacturer narrative:
Exemption number e2019001. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the trek balloon dilatation catheter was inflated to 18 atmospheres (atm). It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The investigation determined the reported difficulty advancing the device appears to be related to circumstances of the procedure; however, the reported balloon rupture appears to be related to user error. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A 2.5 x 15mm trek balloon met resistance with the anatomy but was able to reach the lesion. Then once inflated it ruptured at 18 atmospheres. An unspecified balloon was used to complete the procedure. There was no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.